Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the dexcom g7 cgm lost pairing with the ilet while the dexcom mobile app continued to display glucose readings, indicating the sensor was functioning and the issue involved signal loss to the ilet. Symptoms included no adverse physiological effects. Outcomes included no impact to blood glucose and no need for medical care. Investigation included guided troubleshooting and user education, including bluetooth toggle, device restart, and re-entry of the g7 pairing code, which reinitiated the pairing process. Investigation of this case revealed a communication disruption between the cgm and the ilet that was addressed through re-pairing steps, consistent with a connectivity malfunction without hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was intermittent wireless communication disruption resolved by standard troubleshooting.